Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2021 to revise the scs system's implantable pulse generator implant site pocket. Reportedly, the revision was to adjust positioning/depth of the generator following weight loss. Postoperatively, stimulation therapy was restored and the issue resolved.